Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) number: (B)(4). Concomitant product(s): mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported device damaged by another device and single leaflet device attachment (slda) appear to be related to user technique (procedural conditions) and patient anatomy. In this case, the third clip contacted the second clip during grasping attempts (user technique); this coupled with the challenging leaflet anatomy likely resulted in the slda of the second clip. This event was further reviewed by an abbott vascular medical advisor. The reviewer noted that the slda of the second clip was due to contact between the second and third clips, which is a violation of the instructions for use (IFU). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two other clip delivery systems referenced, are being filed under separate medwatch MFR numbers.

Event description:
This report is being filed because the 2nd deployed clip (50513u143) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed. The first clip delivery system (cds 41210u127) was advanced to the mitral valve leaflets and deployed. The mr was reduced to 3; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second cds (50513u143) was then advanced, and the clip was deployed. The mr was reduced to 2-3. A third cds (50513u142) was advanced in an attempt to place the clip between the first 2 clips for further mr reduction and to stabilize the slda clip. While grasping, it was difficult to place the third clip between the first 2 clips and there was contact between the clip attempting to be implanted and the second implanted clip. At that point, an slda occurred with the second clip. The leaflets were able to be grasped with the third clip and deployment steps were performed. After lock line removal and final arm angle (faa) testing, the gripper line began to be removed; however, the third clip detached from both leaflets, and remained on the gripper line. The clip was retrieved with the gripper line successfully. Two clips were implanted and the mr remained at 4. The patient underwent cardiac surgery to replace the mitral valve. No additional information was provided.